Event description:
Boston scientific received information from a competitor representative that a physician they were working with had experienced difficulty in releasing leads from the headers of boston scientific pacemakers in the past. There were no reports of adverse patient effects. The status of the included device is unknown and no additional information was provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.